Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was duplicated. The printed circuit boards and the cables were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.